Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a "intermittent power" event was not duplicated during investigation. Black box dates from (B)(6) 2014 -(B)(6) 2007 -(B)(6) 2015. Power on resets events observed throughout black box. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery cap measures within specifications. Battery compartment threads damaged. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.